Event description:
Loss of osseointegration, primary stability was achieved, implant was completely covered with bone, local infection / subacute chronic osteitis, immediate implantation, swelling, mobility.